Event description:
The pt received an scs system for bilateral back and right leg pain including two percutaneous leads on (B)(6) 2010. It was reported that he was receiving ineffective stimulation due to lead migration. The pt denies experiencing any traumatic event or movement which may have contributed to this matter. Surgical intervention was undertaken to replace the pt's leads and effective stimulation was recaptured as a result. No further complications were reported.

Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.